Manufacturer narrative:
(B)(4).

Event description:
Data was received but does not reflect the full investigation window. Confirmation of the reported event of early sensor expiration could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported a premature sensor expiration. The sensor was inserted into the abdomen on (B)(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.